Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call, (B)(6) 2015 e-mail, and (B)(6) 2015 e-mail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the screen went blank. The machine was rebooted, and the reported complaint was resolved. There was no reported patient injury.